Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was noted with high threshold and high impedance. Replacement was planned, but the left subclavian vein was occluded. Because of the patient's low ventricular pacing percentage and lack of evidence of conduction disease, it was determined the risk of attempted replacement outweighed the benefit of a new lead. No changes were made. The patient was stable.